Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any evidence of excessive battery usage. Visual inspection revealed a battery compartment crack. There was no evidence of moisture in the battery compartment. The pump powered on normally and did not draw excessive current. The pump successfully performed ezprime steps and 24 hour testing with no errors, alarms, or warnings and no temperature issues occurring. The pump casing was removed and no internal defects were found. The alleged temperature issue could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature issue with the pump. The reporter noted that the battery compartment was damaged but that there was no moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.